Manufacturer narrative:
Despite multiple attempts, no additional details about this event were ever provided by the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was oversensing noise. At this time no changes have been made and the s-ICD remains in service. No adverse patient effects were reported.